Event description:
Healthcare professional reported rupture of the device discovered via mammography and a capsular contracture baker grade ii. Replacement by non allergan device. This record relates to the left device.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.